Event description:
In may 2004, a sheffield circular fixator was applied to the pt to perform a bone transport in treatment of a tibial pseudoarthrosis infection. Three wires were applied to the proximal ring. Three wires to the distal ring and three screws. The dr reported that he had some difficulty applying tension to the wires with the tensioner. At the beginning of october, two convergent screws, one lateral and one medial, which were coated with hydroxyapatite. The pt started to ambulate and was very active. At the end of november pt suddenly felt pain in the leg caused by a breakage of a convergent lateral screw and of a kirschner wire. A lysis of the second convergent screw was observed. The surgeon decided to leave the broken portion of screw in the pt's tibia, to remove the fixation system and replace it with a cast. The pt is healing as desired.